Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device evaluated by MFR: not returned.

Event description:
It was reported through the communication of an attorney that allegedly the patient was revised due to "patellofemoral arthritis, post partial total right knee replacement."